Event description:
It was reported that the device had error code 46228. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint (B)(4). No relevant evidence found in review of event log. Review of service history fund the device not previously been in for services. Reported problem was not duplicated. No further evidence was found in the event log and when performing the functional tests, the device passed with no issues. Recommend performing a full standard preventative maintenance. Visual inspection of device no reportable malfunctions. Replaced downstream occlusion (dso) seal, upstream occlusion (uso) seal, and keypad. Device passed all functional tests post repair.